Manufacturer narrative:
Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable. Device information: attempts were made to obtain the device lot/serial number, and as the device lot/serial number is unavailable, the device information remains unknown. Concomitant medical products and therapy dates: asked but unavailable. Device manufacture date: as the device lot/serial number is unavailable, the device manufacture date is unknown. Attempts were made to obtain the device lot/serial number, and the lot/serial number was unavailable. No device history record review was able to be completed. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention include, but are not limited to, endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2015 the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It reportedly appeared by final angiography that a distal type I endoleak remained on the patient's right side. Reportedly it is unknown which device the distal type I endoleak originated from. On an unknown date, follow-up examination showed the distal type I endoleak and aneurysm enlargement (amount unknown). On (B)(6) 2020 a reintervention was performed. The patient's right internal iliac artery was embolized. A contralateral leg component and an iliac extender component were implanted, extending down to the level of the patient's right external iliac artery. The patient tolerated the procedure.